Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the xenon light source displayed error b30 (scope communication error) at first, and when cleaning the dust, error b30 disappeared. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that due to impact of the dust inside the output socket, communication abnormality with endoscopes occurred and b30 (scope communication error) error was displayed. Olympus will continue to monitor field performance for this device.